Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandfather was reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was over 600 mg/dl. Troubleshooting was declined for high blood glucose level. The customer was treated with insulin pump for high blood glucose level. The customer did not experience nay symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.